Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (50 and below mg/dl) and the cause was not known. The customer consumed carbohydrates to address the bg level. As the customer was not experiencing a low bg at the time of the report. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider.